Manufacturer narrative:
E1: pateinct city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025. No further information available.